Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act and up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were recently in hospital and nurse had issues with buttons. Customer's blood glucose level was 110 mg/dl. Customer also stated that the esc, act, up and down arrows did not respond. It was also reported that the time on insulin pump was advances. The device will be returned for analysis.